Event description:
It was reported that during implant the surgeon thought that the pocket controller was wrong, but it was noted that device flows were around 2.3-2.7 lpm with pulsatility index (pi) of 6.2 while cardiac output was showing 2.5 lpm. This was while intra-aortic balloon pump (iabp) was on standby. A second controller was used and gave the same flow readings. Blood pressure showed mean arterial pressures (maps) of 90 mmhg. The patient's flow didn't change even after the patient's blood pressure came down to maps of 75 mmhg. Once the patient's chest was closed the flows came up to 4.1-4.5 lpm of flow, which was believed to be a more accurate flow reading. It was noted that during the implant the surgeon did not utilize the outflow graft collar and sutured the outflow graft to the outflow bend of the pump. The pump was also fixated by suturing it to the fascia to prevent migration.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of low flow could not be confirmed as no log files were submitted for review by the account. A specific cause for the low flow could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until they expired in october 2015. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow and pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.